Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative cleaned the left monitor fan filter and reseated the connections. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the left monitor would display a black screen on the system. No pt injury was reported.